Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The manual stapling devices were being applied to the stomach. The jaws of the reload were closed onto the tissue. Pressed the green button and the handle popped forward. Unable to squeeze the handle and fir the reload. Exact same thing happened with another stapling handle. In order to resolve the issue and complete the case, opened a new stapler that worked fine. There was no patient harm. The patient outcome is alive, no injury.